Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's son reported that the patient had encountered a fluid leak at the end of treatment three weeks ago. When the patient removed the cassette after treatment there was fluid inside the cassette door on the pumps. The patient was issued a new cycler. The patient's son reported that it had been three weeks since the fluid leak event and there was no patient injury or illness associated with the leak. Attempts were made to gather additional information, but no data was provided. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's son reported that the patient had encountered a fluid leak at the end of treatment three weeks ago. When the patient removed the cassette after treatment there was fluid inside the cassette door on the pumps. The patient was issued a new cycler. The patient's son reported that it had been three weeks since the fluid leak event and there was no patient injury or illness associated with the leak. Attempts were made to gather additional information, but no data was provided. The cycler set is not available to return.